Event description:
Complainant alleged that the autopulse resuscitation system displayed a user advisory ua 45 (not at "home" position after power-on/restart) message. Complainant also reported that several attempts were made to clear the user advisory by rotating the shaft, however these were unsuccessful. There was no report of any patient involvement. Manufacturer requested additional details; however, no further information was able to be obtained.

Manufacturer narrative:
Product in complaint was returned to zoll circulation on 10/02/2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.